Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose (bg) level was 245 mg/dl. Manual injections were administered and a correction bolus via the pump was delivered to address the bg level. The customer changed their infusion set site, tubing and cartridge and the occlusion alarms continued. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. No issues were detected with the pump or supplies. The customer successfully resumed insulin deliveries.